Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead was returned in two segments for analysis. Internal insulation abrasions were noted at 7.1-7.5cm and 8.0-9.2cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 21.9-23.3cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that when an asymptomatic patient presented in the clinic for a follow-up, externalized conductors and high capture threshold were observed. The lead was explanted and replaced. Patient will continue to be monitored.